Event description:
It was reported by the customer that a pyxis medstation es system had a cubie drawer failure. The customer stated that it failed to stay close. The user was unsure what to do when the failure occurred so there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to inseparable magnet issue. A field service engineer removed the replaced the inseparable magnet and reassembled the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.